Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Investigation of pump found that the outer gearbox bearing is worn, with the bearing cage starting to disintegrate. The inner gearbox bearing was good, but starting to show signs of wear, with some roughness in action when spun. This bearing wear is causing the motor assembly to seize. The motor assembly was replaced.